Event description:
It is reported a patient had a burn on the back during the first follow-up visit after an afib ablation performed (B)(6) 2010. It is not known if any medical treatment was administered to the patient. Additional information from the customer indicated that the degree of the burn could not be confirmed. The information on the burn was obtained as second hand information from the electrophysiologist during a follow up visit. Pictures were requested by the customer but could not be obtained. The indifferent electrode used was a valley lab electrode e7506.

Manufacturer narrative:
(B)(4). It was reported that a patient had a burn on their back after an afib ablation performed on (B)(6) 2010. The issue was discovered during patient follow up . The burn was located on the opposite side of where the indifferent electrode is normally placed. The customer requested that the generator be evaluated and it was returned to the manufacturer for analysis. No problem was found with the generator. The generator was operating as expected. Full functional and safety tests and preventive maintenance were performed. A review of the device history record review (DHR) showed no issues in manufacturing or service of this generator which relate to this complaint.

Manufacturer narrative:
(B)(4). Concomitant biosense webster products used during the procedure: carto 3 system; model no.: m-4800-01; serial no.: (B)(4). Pref. Guiding sheath w/mult.crv; catalog no.: 301803m lot no.: unknown. Generic - navistar thermocool tc; catalog no.: unknown; lot no.: unknown. Generic - webster hexapolar - fixed; catalog no.: unknown; lot no.: unknown. Generic - lasso variable; catalog no.: unknown; lot no.: unknown. Cool flow pump,u.s. Ship kit; model no.: m-5491-02; serial no.: unknown.